Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports they are scheduled for replacement of the battery and stim in (B)(6) 2025. It still needs to be charged every 4 days and it is hard to get started to charge. Pt reports receiving a new cord to try to help but it doesn't. It searches and won't charge until pt moves it around "a lot".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they need to charge every 4 days instead of 2 weeks. When asked about event date, patient mentioned probably about 4 months now. Agent reviewed charge frequency depends on settings and usage, redirected the patient to healthcare provider (hcp) to further assist the issue if needed. No symptoms were reported. Additional information was received from a patient (pt). It was reported that there were no circumstance changes that led to having to charge every 4 days instead of 2 weeks. They always charge to full. They did get an exchanged controller but it continues to happen. The patient had an appointment with their healthcare provider (hcp) on (B)(6). The issue has not been resolved.